Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in april of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly and the drive rod is bent-damaged where it engages the jaws. We are able to validate this complaint. This instrument was dis-assembled after the initial evaluation and it was found that the drive rod (n00185) fingers are also damaged. There are no missing components from the returned device. Mishandling of the returned device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier got misaligned during surgery. Also, the user found that the pivot pin was loose and the inner shaft was deformed. Therefore, a new applier was used instead to complete the surgery. The applier was purchased by the hospital on (B)(6) 2020.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier got misaligned during surgery. Also, the user found that the pivot pin was loose and the inner shaft was deformed. Therefore, a new applier was used instead to complete the surgery. The applier was purchased by the hospital on (B)(6) 2020.